Event description:
It was reported that an unknown quantity of one-link power injectable microbore catheter extension sets disconnected from a non-baxter catheter during infusion on different babies in the nicu. The customer stated that the catheters were typically placed in the baby's hands. After infusion was started infiltration was observed. There were patients involved; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A batch review cannot be performed since there was no lot number provided. The customer reported condition was not confirmed; the root cause was not identified. Additional information: age of patients was not provided.